Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (182l648), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a manufacturing record evaluation was performed for the finished device lot number (182l648), and no non-conformances were identified. UDI: (B)(4).

Event description:
It was reported by an affiliate in japan that when the surgeon inserted the device into the meniscus and attempted to fire the second implant (after firing the implant) during an meniscal suturing surgical procedure on an unknown date truespan 24 degree plga device made a cracking sound and was not able to fire a second implant. The surgeon stopped using the device, removed the first implant, and completed the procedure. It was not reported if another like device was used to complete the procedure. It was not reported if there was any delay in the surgical procedure. There were no adverse patient consequences reported. No additional information was provided.